Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low glucose(glu) and carbon dioxide (co2) patient results were obtained on a dimension vista 500 instrument. The customer reported that quality controls were within acceptable ranges on the day of the event. Siemens remotely cleaned reagent 2 (r2) and sample 1 (s1) probes, ran probe alignments performed manual movements of the arm and ran alignment checks and quick check 1. A probe was replaced on the instrument and cb35 was reinitialized. Due to the alignment and quick check recoveries, siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse: performed inspections; rebuilt the sample pump; replaced the mixer, reagent 1 (r1) arm, integrated multisensor technology (imt) pump assembly, reagent 2 (r2) pressure transducer, imt and sample mixer, and s1 pump; corrected wash purifying module (wpm) false leak error; repaired imt diluent pump and tubing, and the cleaner tubing under the manifold. The cse ran quick checks, quality controls (qcs) and service methods tests, resulting acceptably. Siemens further investigated the issue and determined that weak s1, r1 probe mixing and sample delivery issues potentially contributed to the discordant, falsely low glu and co2 results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) and carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu and co2 results.